Event description:
The manufacturer received information alleging a ventilator shut down without sounding the alarms. The device was being used with a battery backup. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator shut down without sounding the alarms. The device was being used with a battery backup. There was no harm or injury reported. During evaluation of the device at the manufacturer service center, the unit shutting down without triggering an alarm was not duplicated during operational checking. The service technician notes that the event history shoes the power on operations was recorded twice consecutively, with no corresponding power off record. An internal battery depleted error code was found in the device's error log when the internal battery charge level was at 98%. The power management printed circuit assembly (pca) board needs to be replaced to resolve the error. The sh valve of the internal battery was 52% so preventative replacement of the internal battery is required to resolve the issue as well. It is noted that the combination of a malfunctioning power management pca and degradation of the internal battery may have caused the unit to shut down during battery operation without triggering an alarm. The unit was scheduled for an early lease termination so the repair has been cancelled, and the unit will be disposed of after the lease return processing. No further investigation is required.